Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received with a missing o-ring (reservoir tube). The insulin pump was received with a cracked belt clip slot and cracked battery tube threads. The insulin pump was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that the lip of the reservoir compartment has chipped off. Customer stated that she found a piece of plastic and the o-ring on the floor. Customer stated that the reservoir falls out. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.